Event description:
As reported by the equinox shoulder study, approximately 2 months and 30 days post the initial right reverse total shoulder arthroplasty, the patient was revised due to dislocation and multiple instability episodes. The outcome is considered to be resolved.

Manufacturer narrative:
D10: 300-30-07 - equinoxe preserve stem 7mm b542598. 320-15-05 - eq rev locking screw b624956. 320-20-00 - eq reverse torque defining screw kit b581215. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm b605712. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm b441258. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm b587158. 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm b465194. 320-32-40 - expanded glenosphere, 40mm, for small reverse b149751. 320-35-01 - small glenoid plate b576631. 321-52-07 - 3.2mm drill bit sterile b660539. 322-10-00 - humeral adapter tray, +0 b463234. 322-40-00 - 145-deg pe 40mm hum liner +0 b503435. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.